Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit failed. It was further reported that the unit had operated intermittently and later stopped working. This caused the air flow through the tubing to stop. It was further reported that another unit was available and the case was completed successfully. There were no reports of any adverse consequences to the patient.